Event description:
During preventative maintenance service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out-of-specification. Failure code 810:11 was found on channel b which is generated when the air-in-line sensor is out-of-specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 14 2007. Evaluation summary:device was evaluated on-site. During product evaluation, the air in line printed circuit board (ail pcb) values were found to be out -of -specification. Also, failure code 810:11 was discovered which is generated when the air in line printed circuit board is out -of -specification. The ail pcb was recalibrated and the pump was returned to the customer fully operational.